Manufacturer narrative:
Approximately 15 inches of the external portion/distal end of the driveline was returned. The evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the low speed and pump stop events that were captured in the submitted log files. Electrical continuity testing of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The pins of the metal connector appeared free from deformation. Examination of the outer silicone jacket found no abnormal damage. Upon removal of the silicone jacket and clear bionate layer, minor shield breakdown was observed 6 inches and 8.5 inches from the metal connector. Visual inspection of the wires found a breach to the insulation of the black wire, approximately 11.5 inches from the metal connector. The black wire redundantly supports motor phase 2. The observed damage appeared to be a slice into the insulation of the black wire; however, it could not be determined whether the damage was present during support or if it occurred during the repair process. If the damage was present during support, it could have caused the reported event. The remainder of the driveline was then submerged in a saline solution for hign-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stoppages and hazard alarms that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the exposed conductors of the black wire contacted the braided shield while the patient was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: representatives from the manufacturer¿s technical services team were on site (B)(6) 2017 and performed a distal-end driveline replacement. Approximately 17 inches of the distal end/external portion of the driveline was replaced. An electrical continuity test was performed and did not indicate any broken wires. No issues were noted after the patient was placed back on the grounded patient cable. No further information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 years, 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced pump stoppages when connecting the system controller to the power module, which was confirmed via the system controller log file reviewed by the manufacturer¿s technical services representative. Submitted x-ray images appeared unremarkable and did not show any specific areas of concern. The patient was asymptomatic and appeared stable on both battery support and an ungrounded patient cable. The healthcare professionals reported that the patient would remain on batteries and an ungrounded cable, and would continue to have further monitoring. No additional information was provided.